Event description:
It was reported that a device was used during a gastric procedure. The device fired an incomplete cut of the tissue. The surgeon excised the tissue through the gastric tube to remove the device. Hand suture was used to complete the anastomosis.